Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 350 mg/dl. The pod was reportedly leaking while worn for between 25 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found damaged.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the device. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. Inspection of the device found evidence of corrosion on the pcb assembly, top battery, catch beam, and mechanism rail. Fluid path testing found no tears in the internal portion of the soft cannula that would result in fluid leaking inside the device. No cracks or damages were found to the pod housing that would allow fluid to leak into the device. The exact cause of the observed corrosion could not be determined. This corrosion did not affect device operation.